Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Receiver functional testing was performed and passed. Audio\vibration test with dexcom global receiver communication tool testing was performed and passed. "Try-it" audio\vibration test to test alert\alarms was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent testing was performed and passed. Measure the speaker and vibrator resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.